Event description:
The device would not rotate once tightened. It was re-assembled multiple times, but the issue persisted. Also, gen ii stated that articulation was not available once the devices were assembled. Both devices should have articulation once assembled.